Event description:
It was reported that the patient's right hip was revised. Though the rep was told the hip was implanted 21 years ago, reason for revision was not reported to the rep. A 28 +5 femoral head and 28mm liner were revised to a 32mm head with +5 sleeve and a 32mm liner.

Manufacturer narrative:
Reported event: an event regarding revision involving an unknown liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised for an unknown reason. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following device were also listed in this report: device name# unknown 28 +5 biolox head; cat#unknown; lot#unknown. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.